Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was visible in the right common femoral artery at the access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three proglide devices referencedare filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to an interventional balloon valvuloplasty procedure, suture placement of the first proglide device using the preclose technique was successfully placed in the heavily calcified right common femoral artery. Reportedly, cuff misses occurred with the next four proglide devices using the preclose technique. The arteriotomy was 8f. The physician decided to close that access site and hemostasis was achieved with the one successfully placed suture. The left common femoral artery was then accessed and the sutures of two proglide devices were successfully placed prior to the interventional balloon valvuloplasty procedure. The sheath sizes used were not provided. The interventional procedure was completed and hemostasis was achieved with the successfully placed sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.